Event description:
Disposable bronchoscope led failed. Case had to be cancelled, delay in diagnosis. Review by biomed shows: note: protocol is to have extra monarch scopes on hand in inventory. Par levels are set to automatically reorder the scopes. [Redacted], the service representative, informed rn, endoscopy charge nurse, that the order did not go through because of a price change, which prevented it from being sent. This has been resolved, according to [redacted], the service representative, who will bring eight extra scopes with him on [redacted].